Manufacturer narrative:
(B)(4). The device was returned for analysis. There was blood and contrast in the inflation lumen. There were multiple kinks in the shaft and core wire 3-4 cm from the guide wire exit notch. There was a hole in the outer shaft 3 cm from the guide wire exit notch. Inspection of the shaft material in the area of the hole presented no evidence of any material or manufacturing deficiencies. Inspection of the remainder of the device revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This device was returned with another complaint device. Initial analysis revealed a hole in the inner and outer shaft, with multiple kinks and damage to the tip. Additional information was requested but was not available.